Manufacturer narrative:
Additional information was received that the weight loss was likely the cause of pocket pain per physician.

Event description:
A report was received that the patient had an ongoing pain and tenderness over the ipg site. The patient reported that it was very uncomfortable to charge the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had an ongoing pain and tenderness over the ipg site. The patient reported that it was very uncomfortable to charge the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.